Event description:
(B) (6).according to the information received, an end user reported a damaged/broken catheter. The tip was broken not straight.

Event description:
According to the information received, an end user reported a damaged/broken catheter. The tip was broken not straight. Follow-up 1: after receipt and evaluation of four (4) catheters, examination revealed the tips had a slight curve to them. Based on this information, the complaint could not be confirmed and the incident was changed to nonreportable since no injury or history of injury with this type of report.

Manufacturer narrative:
The return of the device has been requested, but it is believed that the device was returned to the incorrect location. A report was initially received with a file opened 3/18/09, but re-opened and deemed reportable on 5/11/09. Therefore, this initial report was delayed. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or additional information be received, a follow-up report will be filed. Device returned to wrong location.

Manufacturer narrative:
Four catheters were received for evaluation. Examination of the samples revealed the tips had a slight curve to them. This most likely occurred during packaging. This would not affect the function of the catheter; therefore, the complaint cannot be confirmed as reported. The incident was changed to nonreportable since no injury or history of injury with this type of report.